Event description:
Surgical intervention took place on (B)(6) 2019 wherein the ipg was explanted and replaced. Effective therapy established post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event has been estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg would not communicate with external devices. Surgical intervention may be pending to address the issue.